Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. H3: product analysis of sfr4-3-20-10, lotno:b436114 as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The phenom-21 micro catheter involved in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The marker coil was found undamaged and unstretched. No irregularities were found with the solitaire x proximal marker/attachment zone. No damages or irr egularities were found with the solitaire x stent non-working (tear drop) length struts, the working length struts or the marker fingers. All body markers and finger markers were still attached and not missing. The entire length of the stent was found fully opened. No breaks or separations were found with the returned solitaire x revascularization device. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was not confirmed. There was no damages or irregularities found with the returned solitaire x device and no breaks were found with the device. In addition, all the finger markers and body markers were still attached to the stent device. As the no other ancillary devices were returned for analysis, any contribution of those devices towards the resistance could not be assessed. The phenom-21 micro catheter has an inner diameter of 0.021¿, which is compatible for use with the solitaire x device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 21 procedure resulted in a foreign object noted in fluoroscopy. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing surgery for treatment of ischemic cerebral infarction in the va/ba. Mrs pre-operative was 3, and postoperative was 0. Nihss was 10 pre-operative and 1 post operative. Tici was 1 pre-operative and 3 post operative. The patient was treated with a tpa, 1 pass of the solitaire was performed. The patient¿s vessel tortuosity was moderate. The access vessel ba/va (vessel diameter 2.4 mm). Used in va/ba ais. The procedure was completed without any problems, however, a foreign object (4 mm in length and 1 mm in width) was confirmed by fluoroscopy after the final confirmation of the contrast study. It was suspected that the nitinol marker, etc. Has peeled off with phenom21. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information was received that there were no interventions in particular taken to resolve the foreign object issue. The foreign object was not identified but was said to maybe be a blood clot or contrast agent. There were no issues noted visually with the solitaire used. The procedure was completed as usual. The cause of the event was unknown.